Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a 18 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, it was noted that the valve was positioned approximately 8 mm too deep in relation to the target implant depth, necessitating a recapture into the delivery catheter system (dcs). Upon the second deployment attempt, an infold was identified via fluoroscopy and echocardiogram. Subsequently, the valve was recaptured, and the system was withdrawn. An additional bav was performed with a 20 mm non-medtronic balloon. Following the bav, calcification protruding into the lumen was observed, and a second bav was performed. Subsequently, the second valve was placed. A 30 minute procedural delay occurred as a result. Additional information was received that there was no misload identified during loading. Per the physician, the patient's calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed with a 18 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, it was noted that the valve was positioned approximately 8 mm too deep in relation to the target implant depth, necessitating a recapture into the delivery catheter system (dcs). Upon the second deployment attempt, an infold was identified via fluoroscopy and echocardiogram. Subsequently, the valve was recaptured, and the system was withdrawn. An additional bav was performed with a 20 mm non-medtronic balloon. Following the bav, calcification protruding into the lumen was observed, and a second bav was performed. Subsequently, the second valve was placed. A 30 minute procedural delay occurred as a result.